Event description:
Abbott freestyle libre 14 day system. The system reader stopped working, I called the 800 number, and the rep took my information and stated they would send a replacement. On today I called again because I had not received a replacement. The rep saw where I had called in, but could not verify if (B)(6) had delivered because the don't give them a tracking number. The lady said she would overnight a new reader, but could not give me a tracking number. I'm having trouble keeping my blood sugars in line. Sounds like a scam, when the company says (B)(6) won't supply a tracking number. She told me my case number is (B)(4). Is there anything you can do to help me? (B)(4).